Manufacturer narrative:
Other applicable components are: product ID 3037 lot# serial# (B)(4). Product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was trained under anesthesia and the patient programmer (pp) was so different from the trial controller that they didn't know how to use it. They also experienced a loss or change of therapy. Their symptoms weren't being controlled by 50% or greater and they stated that they had gotten worse. Their implanted neurostimulator (ins) hadn't been successful and they mentioned that their trial system was better at controlling their symptoms. They were constantly wetting themselves when they sneezed or coughed. It was noted that they sometimes felt stimulation, intermittently, but wasn't feeling it at the time of the report. It was found that the therapy was on. After increasing the amplitude from 0.7 volts (v) to 1.5 v on program 3, they felt stimulation in their labia and a throbbing/fluttering sensation, but it was confirmed that it was comfortable. They were going to fol low-up with a healthcare professional (hcp) if the symptoms didn't improve. On (B)(6) 2017, it was reported that, the morning after the patient first reported, they noticed the stimulation was gone. They did feel an intermittent fluttering before, but could no longer feel stimulation. They were looking to adjust the stimulation. They increased from 1.5 v to 1.9 v, where they could feel the fluttering, but it would come and go. It was noted that they were going to see a hcp on the (B)(6). They also noted that they didn't have the greatest memory, but that was unrelated to the therapy. On (B)(6) 2017, it was reported that their symptoms were worse since they were implanted, noting that they stood up the other day and peed right down their legs. They tried turning the stimulation up to the point of being painful, but it hadn't helped. On the night of (B)(6) 2017, they had to get out of bed and turn the stimulation down because it was so painful. It was noted that they didn't feel stimulation and the therapy was on. Their symptom control was not 50% or better; they were worse than they were before the implant. After seeing their doctor, the doctor told them to increase the stimulation. They changed from program 4 to program 1 and was going to follow-up with the hcp if the symptoms continued. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were not getting a 50% reduction in their symptoms. The patient sated that since the ¿final¿ their symptoms were worse than before. It was recommended the patient try to increase the stimulation and track their symptoms and to follow up with their healthcare professional (hcp) if there was no improvement. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they were not feeling stimulation or getting therapeutic benefit; it had made their symptoms and urine output worse. It was stated that they were never trained, and it was way more difficult to figure how to use the programmer for the implant compared to the controller for the trial. Troubleshooting showed that their stimulation was on at 2.9v, and they were able to increase to 3.0v. It was recommended that they track their symptom results and programming information. It was noted that they had an appointment to see their healthcare provider on monday, (B)(6). No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's friend. Consumer said the patient is having incontinent problems with their bladder. They said the trial worked, but the implantable neurostimulator (ins) never really has worked. During the call, the consumer connected to the ins which showed stimulation was at 3.0v on program 1 so it was increased to 3.6v; they are feeling stimulation in the correct area. As a result of what was reported, the consumer and patient were redirected to their healthcare provider (hcp) if their symptoms don't resolve. The consumer was also told they can call back if they would like to adjust again. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.